Manufacturer narrative:
Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. This event is consistent with prodisc-l post-market experience. Determined that no investigation of the individual event is necessary based on comparison with approved device trends. Post study, a thorough training program for surgeons and sales consultants was put in place. Surgeons and sales consultants must complete the training program prior to performing prodisc-l total disc replacement surgery.

Event description:
This patient is a participant in a study, and experienced this event post approval. Patient's status post l5-s1 prodisc total disc replacement surgery. At the 12 month interim visit, patient reported a 30% improvement over pre-operative status, but continued with increased pain with activity. A CT scan identified an l5 pars defect. Patient underwent posterior pedicle screw instrumentation l4-s1 with iliac crest bone graft and possible bmp at l4-l5. The patient tolerated the procedure well and was discharged home in stable condition. This is the 1st of 3 reports submitted on this event.